Manufacturer narrative:
The t-slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 353 mg/dl. The customer reverted to manual injections for diabetes management until the type of infusion set and insulin can be discussed with a health care provider. Reportedly, the customer was using apidra insulin.